Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to starting an activa implant procedure, the lead was noted to be damaged. Contact 0 was out of alignment and other contacts were bent. The device was not used within the pt and a different lead was used successfully.